Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the rv lead was explanted and replaced due to capturing anomaly. The rv was observed to be intact but unstable at the tip/tissue interface. The patient was stable before, during, and after the procedure.